Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/27/2020 corrected information: h6 device code additional information: b1 additional information was requested and the following was obtained: the stratafix symmetric was used for the fascial closure. The fixation tab remained intact as the break occurred in the middle of the suture post op. The surgeon stated that he had repaired the dehiscence using a new strand of stratfix symmetric and a piece vicryl mesh. The patient has since had a full recovery with no additional complications. No other information can be reported.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab intact when the suture was placed in the patient? What was the date of the reoperation? What tissue dehisced? What date was the patient¿s wound reclosed? Please clarify what was used to reclose the wound. What was the appearance of the suture during the second procedure? Did the suture pull out of the tissue or did the suture break post-operatively? If the stratafix broke, where did the suture break (termination, middle, end)? Other relevant patient history/concomitant medications? Lot number? If applicable, will product be returned, return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent colectomy on (B)(6) 2019 and barbed suture was used. One week post-op, the patient sneezed and the wound dehisced. The physician used mesh to reclose the wound. It was reported that the patient is doing fine. Additional information has been requested.